Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter was powering off during use. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained and mailed a letter on august 29, 2006 since the user could not be reached by telephone for further clarification. On the event date, she began to feel low, with symptoms of a headache and nausea. At the time of the symptoms, she ate a hard candy and an orange. She then visited her neighbor and tested on their meter and obtained a blood glucose result of 53 mg/dl. Her symptoms improved after eating the candy and orange. She then called lfs for assistance. During troubleshooting, the patient noticed the battery icon on the display. She reported that she had not replaced the battery for some time. It would have been helpful to know how long she was unable to test, how long the battery icon was on her display, what medications she takes for her diabetes, and if she made any adjustments to those medications. This complaint is being reported, although the issue appears to be due to use error, as the patient unable to test on her meter and it is unk if she became hypoglycemic before or after the power issue. She administered self-treatment and felt better afterwards. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.